Event description:
It was reported that during implant when the lead was connected to pulse generator high impedance was observed. The lead helix could not be retracted. The lead was explanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of high impedance was not confirmed. Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure.